Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited image flickering and intermittent video image flickering, and that the camera cable connection was loose. The issue was found during maintenance. There were no reports of patient involvement.